Event description:
Device was used in spinal fusion with bone graft at the l-4-l-5 level. She suffers centralized intense pain in the area of the implant. She also has numbness in her right foot, and pain that ascends to her right ankle and left knee. Two and half years later, she has hernatiated discs at l-2-l-3 and l3-l-4 due to increased stress from fusion of l-4/l-5. Her entire lower back is constantly in pain which affects her entire life and even her ability to walk or work. She is seriously considering add'l surgery for removal.